Event description:
It was reported that the patient presented to hospital. It was discovered that the left ventricular lead became dislodged as there was no left ventricular capture. X-ray confirmed lead dislodgement. The lead was extracted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.